Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to  the event as no product has been returned. No conclusion can be drawn at this time. We  therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarms due to issues with their cannula. The customer's blood glucose was 500 mg/dl at the time of incident and treated their blood glucose levels with manual injections. Customer was advised that the insulin pump will need to be replaced. The customer declined to troubleshoot and did not send the product back for analysis.